Event description:
It was reported that prior to use, the 2.5 x 18 mm xience prime stent delivery system (sds) was noted to be kinked; however, it was felt to be non-serious and was used anyway. The device was advanced in the mildly tortuous, mildly calcified, de novo, mid circumflex artery after lesion pre-dilatation. Inflation was attempted; however, the balloon did not expand. The left anterior descending coronary artery was noted to be blocked from air emboli and the patient experienced cardiac arrest. Adrenaline medication was given and cardiopulmonary resuscitation (CPR) performed. The patient recovered within 5 minutes. Additional intervention with non-abbott devices was performed and the procedure was successfully completed. Outside the anatomy the xience prime sds shaft was found to leak. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The kink, inflation issue and leak were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported patient effects; however, the reported kink, inflation issue, leak, and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience prime everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The reported patient effect of air embolism, as listed in the xience prime IFU is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.